Event description:
It was reported that a drill was broken. There is unknown patient involvement. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign: poland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event cannot be confirmed, and a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a drill was broken during a revision surgery. All pieces of the instrument were not recovered, a fragment of the drill remained in the patient's operated femur, however there was no harm to the patient otherwise. The operation was completed using a different tool, there was no reported delay in the operation. The surgical technique was modified during the procedure due to the need for non-standard use of the anastomosis. Due diligence has been completed for this complaint; to date all available additional information has been received.